Manufacturer narrative:
(B)(6). The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Fse reseated the cable and resolved the reported issue.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the unit has an error code message of flow sensor failure. There was no patient involvement.